Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information obtained, a single definitive root cause could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete event information. The date of the event is estimated. Further information was requested but not received.

Event description:
Reference manufacturer number: 1627487-2019-09011. It was reported that the patient's scs lead had high impedances. The patient was experiencing ineffective therapy as a result. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the scs system was explanted and replaced, resolving the issue. Effective therapy has been reportedly restored postoperatively.